Event description:
It was reported by service report that the bumper channel was missing rivets from the foot end and was bent away from the frame and there were sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Bumper channel.